Event description:
Per the physician, the cause of the adverse events was unable to be determined. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that she was experiencing dyspnea, dysphagia, muscle spasms and painful stimulation prior to generator replacement reported in MFR. Report # 1644487-2021-00662. The events were reported to have resolved after generator replacement for some time. After the patient had healed up, she reported the adverse events began occurring again. Patient went to the ER and used magnets to disable her generator. It was reported that the neurologist disabled stimulation. Patient noted she desired having her device turned back on. No additional relevant information has been received to date.